Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018, and blood glucose was in 40s mg/dl. The customer¿s blood glucose 36 mg/dl at the time of the incident. Patient's current blood glucose is 125 mg/dl. Patient has treated with food. Customer stated that the drive support cap appears normal (slightly indented). The pump will not be returned for analysis.